Manufacturer narrative:
Date of event: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported with the use of the bd insyte¿ autoguard¿ shielded IV catheter there was an issue with needle retraction failure. There was no report of injury or further medical intervention.

Manufacturer narrative:
Correction: due to an it issue beginning on 7/3/2018, previously filed emdrs did not contain required fields. This supplemental emdr is filed to provide the following omitted fields: event attributed to: other. Device single use?: no. Device returned to manufacture: no. Investigation summary: observations and testing could not be performed because units were not received for investigation of this incident. A complaint history check was performed, and this is the 4th related complaint reported with the defect/condition of needle retraction failure with lot #8009554 regarding item #381523. Related complaints: (B)(4). The DHR review was performed on the lot number 8009554 which revealed: the lot number was built on afa line 5 from january 13, 2018 thru january 19, 2018 that all required challenges samples, set-up and in-process testing was performed per specification in accordance with the quality sampling plans. Set-up and in process samples for needle retraction failure were performed on various stages throughout the process, all the inspections passed per specifications. There were no related reject activity findings throughout the build of this lot that would impact the outcome of the quality of the product relevant to the defect stated in the event description. Conclusion(s): without the actual sample for evaluation and testing there was no physical evidence to confirm or support manufacturing process related issues for the reported defect. A formal corrective action will not be initiated at this time. Customer complaint trends are evaluated monthly. If the trend of a specific type of complaint warrants a formal corrective action, resources will be assigned at that time. The peura (end user risk analysis) was analyzed to determine the risk to customer. The analysis showed that due to low occurrence, current risk is acceptable.

Event description:
It was reported with the use of the bd insyte¿ autoguard¿ shielded IV catheter there was an issue with needle retraction failure. There was no report of injury or further medical intervention.